Manufacturer narrative:
Batch review performed on 06 may 2019: lot 187279: (B)(4) items manufactured and released on 12-dec-2018. Expiration date: 2023-12-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional devices involved in the complaint: gmk-sphere 02.12.0312fl tibial insert fixed sphere flex size 3/12 mm l (k121416) lot 157018: (B)(4) items manufactured and released on 20-apr-2016. Expiration date: 2021-04-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0003l femoral component sphere cemented size 3 l (k121416) lot 187132: (B)(4) items manufactured and released on 14-nov-2018. Expiration date: 2023-11-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical director: total knee revision surgery occurred 1 month after cemented knee replacement in a (B)(6) elderly ((B)(6)) woman. According to the report, the reason of revision is lateral ligament insufficiency. No information concerning patient general health status is available. There is no reason to suspect a faulty device.

Event description:
Revision surgery performed after 1 month form the primary due to weakened lateral ligament (the reason is unknown). The patient didn't fall. All the protheses were revised. The surgery was completed successfully.